Manufacturer narrative:
The device evaluation was completed for the reported event of "false upstream occlusion alarm". A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced while running a loaded set during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarm was verified. The cause was determined to be continuity was found across the upstream sensor flex tail pins. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.